Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the display screen was observed to be cracked. The pump was powered to a blank display using the returned battery cap. Due to the damaged display screen; a data download was unable to be performed. The battery compartment was observed to be cracked from the thread area to the case seal. There was evidence of moisture contamination found inside the battery compartment. A leak test revealed a leak at the battery compartment crack. The pump case was removed; the display screen was observed to be cracked in multiple places. There was evidence of additional moisture contamination found inside the pump. The investigation on the reported "dim/faded/color spectrum issue" with the display screen was unable to be completed due to the damaged display screen.